Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one capsule was returned for evaluation and investigated visually for external damage. The trocar needle was advanced and the electrodes were okay. Per the condition in which the device was received, the capsule seemed to be functioning per specification. A review of the device history records for the provided lot/ serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported even were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient and intervention was not required. A repeat procedure was performed. There was nothing unusual about the patient or procedure. An endoscopy was performed prior to the bravo procedure and patient had a grade esophagitis. Lubricant was not used to facilitate capsule placement. No other known adverse events were reported.